Event description:
A (B)(6) female pt underwent flexible sigmoidoscopy robotic low anterior resection with tumor specific mesorectal excision and coloproctostomy. At 19:06, the facility experienced a power outage during the procedure with generator power successfully taking over within seconds. At 21:30, the apollo anesthesia machine prompted the anesthesiologist to inform staff that there was an error message indicating ventilator failure and that only manual ventilation was available. Pt was bagged while machine was shut down and replaced with a functioning anesthesia machine. There were no further problems reported during the procedure. Pt was not harmed or injured as a result of adverse event. The manufacturer investigation determined there were multiple errors documented on the apollo machine log between 21:30 and 21:36. Ultimately, several parts needed to be replaced. The manufacturer rep replaced the vgc motor and replaced all original parts (apollo pack, neutral point pcb, vgc power pcb, vgc analog pcb and mv-2 valve). The apollo anesthesia machine was validated by the manufacturer as well as internally without any further issues.